Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was successfully implanted. The aortic annulus perimeter was measured at 63.5mm, the area was 307.4mm2 and the patient had moderate calcification on their aortic valve. On an unknown date, the patient was admitted to the hospital and diagnosed with infective endocarditis (ie). On (B)(6) 2023, the navitor was explanted and a 19mm non-abbott valve was implanted as a replacement. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of endocarditis and explant of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Field indicated that the patient had moderate calcification on their aortic valve. Based on the information received, the cause of the reported incident could not be conclusively determined.